Event description:
It was reported that the mx700 sound function is abnormal. The mx700 showed a speaker malfunction and was completely out of sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).